Event description:
It was reported that the surgeon completed a tvt procedure uneventfully. The pt became dry and continent after the procedure. The pt then developed mild urinary retention manifesting as avoiding disorder. The pt could not void when sitting down only when the pt was standing up. When standing the pt was able to void easily and completely. The surgeon has tried a variety maneuvers to address the problem including altering the pt's voiding posture and medication, all where unsuccessful. The surgeon's plan is to excise the tape.